Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture, baker grade ii/iii, and wound dehiscence. Article citation: single-stage augmentation mastopexy with composite reverse inferior muscle sling technique for autologous reinforcement of the inferior pole: technical refinements and outcomes. Alexandre mendonca munhoz, ary marques filho, orlando ferrari. Aesthetic surgery journal, volume 40, issue 6, june 2020, pages np356¿np373.

Event description:
In journal article "single-stage augmentation mastopexy with composite reverse inferior muscle sling technique for autologous reinforcement of the inferior pole: technical refinements and outcomes", the following was reported: "minor wound dehiscence and hypertrophic scarring at the t-junction incision (n = 2), baker ii/iii grade capsular contracture (cc) (n = 1) and seroma (n = 1)". It is also noted "one patient (6.3%) was partially disappointed, thought the implants were small, and complained of minor breast asymmetry." The affected sides and device statuses are unknown.